Event description:
It was reported to philips that the device has bent pins in the data slot. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device has bent pins in the data slot. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the data slot(bent pins), the pins were straightened out by the fse, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.